Event description:
It was reported that following a software update the programmer generated a message saying there was a problem and contact the representative. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; analysis could not confirm the customer comment that following a software update the programmer booted to an error. However, the programmer failed the final functional test and therefore the link electronic module printed circuit board was replaced and calibrated. The damaged power cord bay was also replaced. The programmer passed its final functional and systems tests and no other anomalies were found. (B)(4).